Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for the event. Treatment rendered was unknown. The patient was still hospitalized and the outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date in 2013, the patient experienced peritonitis. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.